Event description:
It was reported that the user experienced a scan error when attempting to pair an fsl3+ sensor with the ilet system, resulting in unsuccessful sensor activation until troubleshooting was completed, including a phone restart, app reinstall, and login assistance. Symptoms included no glucose data being displayed on the ilet app prior to successful pairing. Outcomes included restoration of glucose readings after the sensor was activated and paired. Investigation included guided troubleshooting focused on software and connectivity, including restarting the mobile device, deleting and reinstalling the ilet mobile app, and reattempting the scan. Investigation of this case revealed that the issue resolved after software reinitialization and successful authentication, indicating an app or device communication issue rather than a hardware failure of the sensor or pump. It was concluded, based on previously established findings for similar reports, that the cause was user interface or software-related pairing difficulty that resolved with standard troubleshooting.